Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller instructions for use & clinical reference manual section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
It was reported that a patient was in for a right ventricular assist device. However, an alternative decision was made to implant an impella rp flex. It was noted that during insertion due to patient's right ventricle size, it was difficult to remove unnecessary length in right ventricle. However, repositioning was required after the physicians completed tightening of the purse string suture as the device was advanced forward with inflow in the right ventricle and appeared to cause arrhythmias/impella rp flex suction alarms. Arrhythmias and alarms subsided after the device was retracted. Catheter fixated on the patient with stat locks and sterile dressing were placed on the impella rp flex insertion site. During support, it was noted that the patient was having sustained ventricular tachycardia (vt). Vt ablation was planned. However, aborted due to instability. The impella rp flex was successfully weaned and explanted with patient outcome of no harm.